Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use sterile biopsy valve was cut. The issue occurred during set up / inspection for use in an unspecified procedure. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that physical stress led to the damage to the biopsy valve. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.